Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a brim cap detachment occurred. It was reported that while the physician was torquing the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small, the hemostatic valve broke off the sheath, and fluid began leaking back. The vizigo sheath was replaced with an agilis sheath, and the issue resolved. The procedure continued. There was no patient consequence. Additional information was later received indicating the part that broke appeared to be the ¿orange¿ hemostatic valve that is on the end of the sheath while the sheath was being used on the patient. The hemostasis valve (gasket) broke into two or more separate pieces. The hemostatic valve/brim cap/hub did become detached from the sheath. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. Blood return was observed. The patient¿s hemodynamics were not compromised due to bleeding. The physician did not state the amount of blood lost, but it was a small amount. No medical intervention was required to stop the bleeding, the only intervention required was to switch the sheath out to an agilis sheath.

Manufacturer narrative:
On 30-mar-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
The device evaluation was completed on 12-may-2022. It was reported that a patient underwent a paroxysmal atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a brim cap detachment occurred. It was reported that while the physician was torquing the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small, the hemostatic valve broke off the sheath, and fluid began leaking back. The vizigo sheath was replaced with an agilis sheath, and the issue resolved. The procedure continued. There was no patient consequence. Additional information was later received indicating the part that broke appeared to be the ¿orange¿ hemostatic valve that is on the end of the sheath while the sheath was being used on the patient. The hemostasis valve (gasket) broke into two or more separate pieces. The hemostatic valve/brim cap/hub did become detached from the sheath. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. Blood return was observed. The patient¿s hemodynamics were not compromised due to bleeding. The physician did not state the amount of blood lost, but it was a small amount. No medical intervention was required to stop the bleeding, the only intervention required was to switch the sheath out to an agilis sheath. The product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection and a functional test of the side port. Visual analysis of the returned sample revealed that the hemostatic valve and the brim cap were found in their place. The returned sample was connected to a syringe with water and no leakage was observed. Then the functional test of the side port was performed, and no issues were observed. A device history record was performed and no internal action related to the reported complaint was identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. No issues with the hemostatic valve were found, however, according to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)